Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing labels. Additionally, 20 retain samples were subjected to a draw test and the issue of no fill was not observed as all samples met within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of missing label and no fill based on retain testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed no label on 1 blood collection tube, and no negative pressure. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed no label on 1 blood collection tube, and no negative pressure. No patient impact reported.